Event description:
It was reported that the stent (subject device) was intended to be used in the medical procedure. However, when the physician attempted to deploy the stent, the entire system retracted and fell into the aneurysm sac. Thus, the physician retracted the stent within the microcatheter and attempted to transfer it from the microcatheter into the introducer sheath realizing only the stent delivery wire was pulled out, leaving the stent within the microcatheter. The stent was observed to be deployed within the microcatheter when the tip of the microcatheter was cut opened for inspection. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D9 - product available to stryker - updated. D9 - returned to manufacturer on - updated. H3 - device evaluated by mfg - updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was returned having been deployed. The stent was fully opened but deformed with frayed braid. The stent delivery wire (sdw) was kinked/bent. The introducer sheath was intact. A functional inspection could not be performed as the stent was returned deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The patient¿s anatomy was moderately tortuous. The stent was deployed within the shaft of the microcatheter during advancement. In the physician¿s opinion the cause of the reported issue was the stent quality problem. Product analysis found the returned stent had been deployed. The stent was fully opened but deformed with frayed braid. The sdw was kinked/bent. The introducer sheath was intact. Based on the review of all available information, an assignable cause of procedural factors will be assigned to the as reported ¿device interaction with another device¿ and ¿stent deployed prematurely during use¿ and the as analysed 'stent deformed¿, 'sdw kinked/bent¿ and ¿stent deployed prematurely during use¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that the stent (subject device) was intended to be used in the medical procedure. However, when the physician attempted to deploy the stent, the entire system retracted and fell into the aneurysm sac. Thus, the physician retracted the stent within the microcatheter and attempted to transfer it from the microcatheter into the introducer sheath realizing only the stent delivery wire was pulled out, leaving the stent within the microcatheter. The stent was observed to be deployed within the microcatheter when the tip of the microcatheter was cut opened for inspection. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.